Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. The health care professional (hcp) consulted for recommendations to interrogate this device, technical services (ts) reviewed the device data, confirmed the device is supported by the programmer and recommended to hover the wand in a circular motion. The hcp was referred to the local field representative and ts provided troubleshooting recommendations. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. The health care professional (hcp) consulted for recommendations to interrogate this device, technical services (ts) reviewed the device data, confirmed the device is supported by the programmer and recommended to hover the wand in a circular motion. The hcp was referred to the local field representative and ts provided troubleshooting recommendations. No adverse patient effects were reported. This pacemaker remains in service.